Manufacturer narrative:
Additional information was provided in section d4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown; therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that a male patient with retinal detachment in the right eye, senile immature cataracts and vitreous opacity in both eyes who underwent vitrectomy for the right eye, retinal laser photocoagulation, phacoemulsification with artificial lens implantation, silicone oil filling, retinal laser photocoagulation and vitreous cavity medication surgery. During the procedure, the ophthalmic operating system light source went out due to overheating. The surgery was completed on the same day after replacing with another light source lamp. It was also reported that the surgery was interrupted for more than forty minutes before continuing. The patient impact was not reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).